Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated that they observed the lead slipped around (B)(6) 2015. No further complications were reported/are anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3777-45, serial# (B)(4), product type: lead. Product ID: 3777-45, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of radiculopathy and spinal pain . It was reported that the patient had their ins replaced due to ¿slippage of the leads.¿ the patient did not know when the slippage occurred, but they reported that they waited 6 months after the incident to have the leads removed. The patient reported that the slippage was due to their activity level at the time. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.